Manufacturer narrative:
(B)(4). A sample evaluation was completed. The set was visually inspected and it was noted that the tip of the spike was bent slightly inward and the spike contained a whitish appearance. No other visual defects were noted. The complaint was confirmed in the lab for connection issue due to bent spike. The lot number was not provided; therefore a batch review cannot be conducted. A root cause was not identified due to insufficient information. Renal quality engineering, along with plant quality and manufacturing personnel, will continue to monitor this product line for trends and will take corrective/preventive action as appropriate.

Event description:
The spike of the transfer set separated from a bag port and there was leakage from the port of the solution bag during fill. A connecter cover was not used. The actual sample was available. There was no patient injury or medical intervention.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same as or similar to product distributed within the u.s. The device has been received by baxter, however the evaluation has not been completed. A follow-up report will be submitted upon completion of the device evaluation or if any additional information is received.